Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive on the abdomen. Patient's mother described the skin reaction as red and itchy. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with hydrocortisone, prescribed by physician on (B)(6) 2015. Patient was also advised by physician to use vaseline on the irritated skin. At the time of contact, patient was still experiencing itchiness. No additional event or patient information is available.